Event description:
The reporter stated that the pump emitted a replace battery alarm and the pump and battery were found to be hot. The reporter stated that the battery was in use for two weeks. The reporter stated that there was no sign of damage to the pump or battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 date of submission 04/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2012 with the following findings: there was no damage or moisture found to battery compartment or the battery cap. The battery cap was not returned with the pump. A test cap was used for testing purposes. The pump was found to boot up to the verify screen with the appropriate auditory and vibratory alarms. The pump was tested with an external power supply and all electrical currents were found to be within specification. The power flex, battery connections and internal components were tested for intermittent power issues with no defects found. A review of the pump's history revealed one "replace battery" alarm and several "low battery" warnings. The black box history verified a battery voltage drop. The battery was replaced on (B)(6) 2012 and pump was found to be delivering with no issues. The reported overheating issue with the pump and the battery could not be duplicated during investigation.